Event description:
It was reported that prior to a nissen fundoplication procedure,the device had instrument error.the problem occurred during the initial testing,before it came in contact with the patient.after the errot code the instrument was retorque,this did not help.to exclude that there was something wrong with the handpiece or the generator they did a test with the test pin-no problem.after troubleshooting,the instrument was changed.eith the second instrument everything worked as is should and they started the operation no patient consequence.